Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would move at angles autonomously/ backwards from surgeon movement. The procedure was completed with no reported injury. Intuitive obtained the following information: no injury to the patient and the instrument has been returned.